Manufacturer narrative:
An event of leak/regurgitation after ring implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm rigid saddle ring was selected for implant. After the ring was implanted a leak/regurgitation was noted. The ring was explant and replaced with a 29mm epic stented porcine heart valve w/flexfit system on (B)(6) 2021. Post procedure nodal rhythm was noted interspersed with bigeminy was noted and no medical intervention was performed. On (B)(6) 2021, peripheral edema was reported and medication was administrated. On (B)(6) 2021, pleural fluid and a pericardial effusion was noted post surgery and diuretics were given and an acute pericardiocentesis was performed. Low hemoglobin was noted and it was due to a tamponade and the patient received vitamin k and cofact. The patient was reported to be in stable condition and is recovering. Additional information is pending. ((B)(4)).